Event description:
It was reported that a patient (pt) reused equipment during the peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with injection of vancomycin 2 gm stat, repeated on day seven ip and injection of menem 500 mg ip in each bag daily for 21 days. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.